Event description:
Following the replacement of the associated ICD on (B)(6) 2013, the shock lead integrity curve and lead impedance has steadily risen to >2000 ohms. An increase to the associated threshold has also been reported. A re-intervention is planned to replace the subject lead.

Event description:
Following the replacement of the associated ICD on (B)(6) 2013, the shock lead integrity curve and lead impedance has steadily risen to >2000 ohms. An increase to the associated threshold has also been reported. A re-intervention is planned to replace the subject lead.

Manufacturer narrative:
Reportedly, the subject lead was explanted and will be returned for expertise.

Event description:
Following the replacement of the associated ICD on (B)(6) 2013, the shock lead integrity curve and lead impedance has steadily risen to >2000 ohms. An increase to the associated threshold has also been reported. A re-intervention is planned to replace the subject lead.